Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) experienced shortness of breath. Per the patient, the symptom of shortness of breath was due to fluid accumulation ¿between the rib cage". The cause of the shortness of breath was unknown. Treatment was not reported. The patient was hospitalized for the event. It was reported the patient was connected to the hc device at the time of the event. The patient stated it was unknown if they experienced any overfill or iipv events. The patient was discharged one day after admission. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. The direct cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.